Event description:
The device was returned due to a processor hardware failure (flow core) issue. To confirm the failure, log files were pulled from the pump so that they could be examined. Investigation of the log files confirmed that the pump did experience a processor hardware failure. The main pcba will be replaced, and all functional testing will be performed to ensure functionality of the pump.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Active red alarm after powering up for fifteen minutes a preliminary review of the logs identified the following issue: processor hardware failure (flow core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.